Event description:
The amplatz thrombectomy device was being used during a femoral popliteal procedure. The procedure began, the amplatz thrombectomy device was started and advanced into the sheath. It was reported that the drive shaft broke immediately. The pt experienced no adverse sequela.